Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia on two occasions, with lowest blood glucose readings of 56 mg/dl and 39 mg/dl, and self-administered glucagon for treatment; no medical attention or hospitalization occurred. Symptoms included hypoglycemia. Outcomes included temporary impairment requiring self-treatment with glucagon and subsequent return of blood glucose to a normal range. Investigation included review of available device data and user outreach attempts. Investigation of this case revealed no device malfunction could be confirmed and the cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.